Event description:
In preparation for an endoscopic variceal ligation (evl), the user selected a cook 6 shooter saeed multi-band ligator. It was reported that an esophageal banding procedure was to be performed. The user tested [deployed] one(1) band prior to placing device in scope/patient and the band did not constrict, it had no elasticity [subject of this report]. The user tested [deployed] additional devices, [one (1) from this same lot and two (2) from a different lot with the same results, the bands did not constrict [subject of a separate report]. The procedure was precautionary and therefore aborted; patient was sent home. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in 2 open boxes from the lot number provided in the report. The labels match the product returned. Device 1 - the loading catheter, barrel, and trigger cord were not included in the return. There were 3 deployed, constricted black bands, the irrigation adapter, and the 2-way handle inside the tray. A functional test could not be performed. Visual examination of the 3 constricted black bands found that the bands were constricted as expected with no abnormalities. Device 2 - the device was returned with 3 bands (2 black and 1 amber) remaining on the barrel. The loading catheter, irrigation adapter, and the 2-way handle were also included in the return. Our evaluation of the product said to be involved could not confirm the complaint. The 3 bands remaining on the barrel (2 black bands and 1 amber band) were functionally tested. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the device evaluation (visual and functional) were not able to confirm the report. The bands returned on the barrel functioned as intended. A corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.